Event description:
Spreadsheet of past device issues provided to carefusion sales rep, info on spreadsheet: error: "attached syringe pumps and brain alarming channels disconnected when lightly touched - found out during transport eset filed." Action: "during testing discovered that the brain attached to unit had a bad iui connector. Replaced connector on brain bm# (B)(4). Performed verification tests on units. No other problems found." Serial numbers involved in event: (B)(4). There was no report of pt harm and no medical intervention was required. The customer stated that no further pt or event details are available.

Manufacturer narrative:
(B)(4). Customer stated that the device will not be returned.